Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator because of atrial fibrillation with rapid ventricular response. In addition, their right atrial and right ventricular leads had exhibited low, out-of-range impedance. The leads measurements were otherwise noted to be normal and stable. The patient's implantable cardioverter defibrillation therapies were programmed off and the patient was reported to be in good condition. On (B)(6) 2018, the device and leads were removed and replaced. There were no complications and the patient's condition was good.